Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed improper function and excessive noise; the cause was normal wear. Device was repaired and returned to the customer.

Event description:
It was reported that the device was leaking from the foot pedal connection. (B)(4).